Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) had a deep hematoma and pushed the device through the skin. Additional information indicated that the hematoma was a patient condition and was not associated with the device's functionality. The device was repositioned. No additional adverse patient effects were reported.